Event description:
It was reported that during central processing, the large suturecut needle driver instrument wire is no longer clamped. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a dislodged grip cable at the proximal end when the housing was removed. The grip cable was found to be dislodged from the input disk at the proximal end. As a result, loose grip cable is observed at the distal end. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage out of the ordinary was noted. It is unknown what surgical task was being performed. The instrument did not collide with any other instrument or tool during the procedure. No fragment's fell into patient's anatomy. The issue was resolved by using a backup instrument. No tissues were stuck on jaws when issue occurred.